Event description:
It was reported that the left ventricular stimulation had been ineffective. Connection issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested on the bench and in the automated system; no anomalies were found. The cause of the reported event was undetermined.